Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the issue may have occurred due to interference from the brush or treatment instruments. However, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope exhibited internal discoloration in the forceps channel during brush insertion. There was residual liquid or foreign material came out of channel tube. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2 and h11. Based on the results of the investigation, the foreign material could not be identified. It was unknown whether the device was reprocessed in accordance with the instructions for use or not. Therefore, the root cause of the foreign material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.